Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. It reported issue was not confirmed. A system ch eckout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode and probe placement. It was reported that the site was trying to merge drt images to compare the leads placed at the end of the procedure and they had images that didn't merge correctly. It was also reported that the site had rgb images that did not import. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Two software investigation were conducted. The first was unable to determine the probable cause of the reported issue. Review of the archive determined that there were multiple scans in the archive but could not find the one with leads for the analysis. The second investigation determine the they could not determine the probable cause of the reported issue. Exams were reviewed but provided insufficient information to determine root cause of the reported behavior. All exams in folder are monochrome exams which were imported without any issue. If information is provided in the future, a supplemental report will be issued.